Event description:
The customer reported while preparing to remove the patient from the cadence trial and placing him back on the ventilator, the catheter could not be removed from the patient's tracheostomy tube. After several unsuccessful attempts to remove the catheter, the tracheostomy tube had to be removed and replaced with a new one. After removing the tracheostomy tube, it was found that the catheter was lodged in the fenestration of the removed tracheostomy tube. Photos were taken of the tracheostomy tube and catheter, and provided to the manufacturer for evaluation and analysis of the catheter and tube as reported. It was determined that the tracheostomy tube in use in the patient during the reported event was a #8 shiley low pressure fenestrated tube, and not the approved for use #8 shiley dfen fenestrated tube. The #8 shiley low pressure fenestrated tube has only 1 large fenestration in the tube, while the approved for use #8 shiley dfen fenestrated tube has 4 small fenestrations in the tube. The event was not due to a malfunction of the cadence catheter, but rather due to the use of the non-approved tracheostomy tube with the large fenestration. This is reported due to an adverse event as a result of the user's failure to follow instructions for proper tracheostomy tube usage, requiring intervention of replacing the tracheostomy tube to prevent permanent impairment/damage . There was no harm or permanent impairment to the patient.